Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving a valid incomplete temporary basal rate, the pump's temporary basal rate changed from 1:00 hour to 15 minutes. Tandem technical support assisted the customer with correcting the temporary basal rate. Blood glucose level was 440 mg/dl.